Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Visual inspection was performed on the returned device. The reported tip detachment was unable to be confirmed however there was noted detached coating. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties.

Event description:
It was reported that on (B)(6) 2018 the procedure was to treat a superficial femoral artery (sfa). An ht command es guide wire was used and the procedure was completed with no reported issues. Then on (B)(6) 2018, the patient returned for a follow-up procedure to treat the other side of the sfa. Angiography revealed the tip of the guide wire (from the previous procedure) was floating in the iliac artery. The separated tip was successfully removed with a snaring device and the target lesion was treated. There was no clinically significant delay in the procedure. No additional information was provided.